Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as hospital contamination. The peritonitis was manifested by abdominal pain, vomiting, diarrhea and cloudy effluent. Two days prior to the peritonitis diagnosis, the patient presented to the emergency room, remained in medical observation due to abdominal pain and was discharged home voluntarily. Two days later, the patient was treated with vancomycin (1g, intraperitoneal, frequency was not reported) and amikacin (200 mg, intraperitoneal, frequency was not reported) for peritonitis. Five days after initiation of antibiotics, treatment with vancomycin and amikacin was discontinued as the patient did not improve. The same day the patient began treatment with meropenem (intravenous, for 15 days, discontinued, dose and frequency were not reported) for peritonitis. Fifteen days after the peritonitis diagnosis, pd therapy was discontinued , the pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient has recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.